Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient's caregiver reported the connector between a liberty cycler set and a baxter extraneal solution bag became loose, disconnected, and leaked during treatment. The patient was prescribed prophylactic antibiotic vancomycin and ciprofloxacin. There was no adverse event. The connector was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.